Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) despite multiple troubleshooting attempts. It was believed that the ipg may have been placed too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.